Event description:
It was reported that an ilet user experienced a pairing failure when starting a new fsl3+ sensor after an initial successful scan, with the warmup not displaying and a pairing failed alert; the user noted stepping away from the pump after the initial scan, and after guided rescans with a few scan errors, the sensor successfully scanned and entered warmup. Symptoms included no adverse clinical effects. Outcomes included resolution of the pairing failure without hospitalization or medical intervention. Investigation included customer support troubleshooting and user education, including re-scan guidance and confirmation of successful warmup initiation. Investigation of this case revealed a transient communication or pairing issue between the pump and the fsl3+ sensor that resolved with reattempted scanning, consistent with user movement away from the pump during the pairing process. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to a temporary device communication issue.